Event description:
It was reported that the patient developed an infection. The device was also noted to show signs of erosion. The device and leads were removed and replaced at a later date. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 5086mri45 implantable pacing lead, (B)(6) 2012; rvdr01 implantable pulse generator, (B)(6) 2012. (B)(4).

Event description:
It was reported that the patient developed an infection. The device was also noted to show signs of erosion. The device and leads were removed and replaced at a later date. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: (B)(4): the full lead was returned, analyzed, and no anomalies were found.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.